Event description:
It was reported that when the patient came to the clinic for testing, atrial lead testing showed immediate ventricular sensed events 10-20 msec after atrial paces. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 implantable pacing lead, (B)(6) 2013. (B)(4).